Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump of customer had reservoir leak. The customer¿s blood glucose level was 7.2 mmol/l. Customer stated that the location of the leak is in the insulin pump. The customer assisted for the troubleshooting. The reservoir will not be returned for analysis.